Manufacturer narrative:
(B)(4). Conclusions: known inherent risk of procedure. The actual sample was not returned for evaluation; a retention sample from the same product code/ lot number combination was obtained for the investigation. The retention sample was visually inspected, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. It was found to have difficulties connecting to the monitor. The strength of the sample's magnet was measured and found to be of a lower strength than normal. It is likely that the magnet is defective with weak magnetic strength. These magnets are manufactured by an outside supplier, arnold magnet technologies. This event is associated with a voluntary safety alert submitted by terumo on (B)(4) 2015. The safety alert number is (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was an h/s cuvette disconnect. This event is associated with safety alert md-2015-004-c (1124841-12/08/2015-004-c); therefore, terumo is reporting this event. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully without delay.